Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I would really like to know dr did the surgery and if she did x ray to make sure all coil was gone') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Amendment: the report was amended for the following reason: this cases found to be a duplicate case no (B)(4) hence, this case should mark for deletion. No new follow-up information was received from the reporter.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I would really like to know dr did the surgery and if she did x ray to make sure all coil was gone') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure.